Event description:
It was reported that the shock impedance of the implantable cardioverter defibrillator (ICD) system appeared unstable with several measurements below 20 ohms and other recent measurements appearing to be near 125 ohms. There were also some non-sustained ventricular events that were related to oversensing of artifact. Technical services review of the device data indicated that the drops in shock impedance could be related to electromagnetic interference. It was recommended to ask the patient about possible sources of emi. It was noted that provocative maneuvers did not have an appreciable effect on the artifact. Recent device data indicated appropriate sensing. The ICD remains in service. Additional information received indicated there was concerning artifact on the right ventricular lead. Technical services discussed that an rv lead revision should be considered at the time of routine ICD replacement as an issue with lead integrity could not be ruled out. No adverse patient effects were reported.